Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neurosurgery procedure using an 8f sheath. Reportedly, use of the prostyle device was discontinued because the plunger could not be fully depressed in step 2. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam cannot be replicated and is not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported mechanical jam could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors for mechanical jam include but are not limited to interactions with patient anatomy, foot in access site, vessel calcification, and user error. Additionally, it was noted that a posterior needle to cuff miss occurred scratching the needle tip, this failure appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.